Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the system board was observed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board, internal battery and system board (replaced for the second time) were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.